Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that their transmitter was not charging. Customer's spouse also stated that the customer had to be taken to the hospital due to low blood glucose. Customer's blood glucose was unknown at the time of the incident. No further details were provided. The device will not be returned.